Manufacturer narrative:
An event of migration or expulsion of device 3hours post implanting the occluder was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that the sizing of the device was determined by angiography. Field also indicated that there is a leak detected around the lobe of the device during the procedure and difficulty implanting the occluder. The user believed the cause of device embolization was due to potential mis size - needed longer device size. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and per event details, the cause of reported event was due to mis-sizing but could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 5mm x 2mm amplatzer piccolo occluder was implanted. The ductal measurements were: ampulla 3.6mm, length 9.2mm, and pa measurement 3.2mm. Approximately 3 hours later, the device was found to have embolized into the main pa. The device was retrieved percutaneously and the duct was closed with a 6mm non-abbott device to resolve the event. The patient was transferred to the picu in stable condition. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The physician believes the device was potentially mis-sized as the cause of the event.

Event description:
It was reported that on (B)(6) 2025, a 5mm x 2mm amplatzer piccolo occluder was implanted. The ductal measurements were: ampulla 3.6mm, length 9.2mm, and pa measurement 3.2mm. Approximately 3 hours later, the device was found to have embolized into the main pa. The device was retrieved percutaneously and the duct was closed with a 6mm non-abbott device to resolve the event. The patient was transferred to the picu in stable condition. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The physician believes the device was potentially mis-sized as the cause of the event.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.